Event description:
Meter was reading inaccurately. Meter reported low results when the pt's blood glucose level was high. The spouse took the pt to a medical professional, "who could not figure out what the problem was". The doctor tested the pt's blood glucose level; "the readings were high". However, no results were provided. The spouse said that the pt was treated, but spouse wasn't sure with what. There is insufficient information to indicate that the pt experienced injury or medical intervention due to the meter. The customer care representative (ccr) confirmed that the batteries had been changed in the meter about one month ago. The results in the meter memory were 12.5, 10.7, and 10.6 mmol/l; these results convert to 225, 193, and 191 mg/dl. The meter had previously been set in the correct unit of measurement (mg/dl). The spouse and/or pt had not recently changed the units of measurement in the meter settings. Due to the apparent spontaneous change in the meter units of measurement from mg/dl to mmol/l, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.